Event description:
Edwards received information that this bioprosthetic mitral valve exhibited an increase from moderate regurgitation to severe regurgitation over the course of three (3) months post implantation. Additionally, an increased gradient of 17mmhg (mean) and 28mmhg (peak) took place after an implant duration of four (4) years, four (4) months. Device remains implanted. Serial echos indicated mva gradually decreased to 0.9 cm2 with moderate mitral valve regurgitation and severe tricuspid regurgitation. The patient expired approximately four (4) years, four (4) months post-mvr. The cause of death is unknown.

Event description:
Additional information was received that the patient expired due to pneumonia. Additional information was reviewed the patient had premature structural valve deterioration, mitral stenosis, pulmonary hypertension, and right ventricular dysfunction.

Manufacturer narrative:
New information received indicates the mitral regurgitation was minimal to moderate.

Manufacturer narrative:
(B)(4). Date of death = (B)(6) 2013. (B)(4).

Event description:
Additional information received at a later date indicates the taiwan regurgitation grading system to be based on a scale of 1 to 6, trivial through severe. In this case, mitral regurgitation of 2 is considered minimal and 4 is considered moderate. The patient had progressively persistent and worsening symptoms, leading to expiration.

Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. No further actions are possible with the available information.